Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2015 with the following findings: the keypad cover was found to be detached and contamination was found on all of the button contacts. There was a battery compartment crack left of the grip pad. The display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contamination was found on the keypad button contacts. Additionally the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2015.